Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) both (ou) eyes at 3 day post-operative exam. The surgery center described there was a trace of dlk on right eye (od) and stage 1+-2 on the left eye. The patient¿s comments were that a foreign body sensation (fbs) in the os. Topical steroid were increased and oral steroids (medrol dose pack) was prescribed to treat the dlk. Bcva from (B)(6) 2015: right eye post-op 20/20 -1.75 x -2.00 x 103, left eye post-op 20/20 -2.50 x -1.00 x 65.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.